Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy and was working with their doctor or manufacturer representative. An appointment date of 2014 (B)(6)was noted.

Event description:
It was further reported that the patient was not trained adequately on using the device. It was further noted that the call was about the patient programmer. It was noted that the patient had ¿no idea how to use the machine.¿ it was noted that training was conducted under anesthesia. Basic functionality of the patient programmer was reviewed. Additional information was requested, if received a follow up report will be sent.

Event description:
It was reported that the patients implant surgery took longer than it was supposed to because they couldn¿t wake her up. Additional information was requested, if received a follow up report will be sent.